Event description:
Per medwatch: mw5107163, it was reported that cadd reservoir cassette is alarming no disposable, pump won't run. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: corrections in: d4: lot number, d4: expiration date, d5: operator of device, g3: report source, h4: date of manufacture